Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Device evaluation: this part is not approved for use in the united states; however a like device catalog # 9393007, 510k # max was cleared in the united states. This part is not approved for use in the united states; however a like device catalog # 9393007, 510k # k094025 was cleared in the united states. Only one cage was returned for analysis. The handling hole at the nose engraved with a "t" is still filled with bone graft substitute. The peek cage is broken near the medium wall on the side of the nose not engraved with a "t" (0° offset insertion). Several cracks are presented near the nose not engraved with a "t". Per cracks geometry and orientation, cracks typically initiated from inside the "through hole" then propagating to the upper surface. One crack is present at the posterior wall of the cage near the nose engraved with a "t". The medium wall is broken and twisted. This may come from the removal maneuvers. The observation of the parts returned did not permit to identify any defect present prior to the implantation that would be responsible of the breakage. The type of breakages is consistent with an over-loading of the part during impaction. The origin of the over-loading was not determined. The angulation of the cage relative to the disc space during insertion can influence the level of impaction loads. Another factor can be the size of the cage chosen compared to the disc preparation and distraction. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.

Event description:
It was reported that during implantation of the interbody device, the device broke in pieces during implantation. It was removed from the patient with no reported patient complications.